Event description:
It was reported that the stylet could not advance into the lead. A blood clot obstruction was suspected. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. The stylet insertion/ removal test was not performed due to over torqued inner coil at the connector region, as received. The cause of the reported event was due to overtorque of the inner coil.